Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient reported a right hip replacement on (B)(6) 2021 and reported pain. Patient inquired about a recall. This pi for left hip.

Event description:
Patient reported a right hip replacement on september 19, 2021 and reported pain. Patient inquired about a recall. This pi for left hip.

Manufacturer narrative:
Reported event: an event regarding pain involving a trident liner was reported. The event was not confirmed. Method & results: device evaluation and results: material analysis, visual, dimensional and functional inspections were not performed as the device remains implanted. Clinician review: a review of the provided medical records by a clinical consultant indicated: this inquiry concerns a patient who underwent a right total hip arthroplasty in 2015 and a left total hip arthroplasty in 2021 who presented with pain, grinding, clicking and inability to walk. I can confirm that the patient had a right total hip arthroplasty since I was able to review the operation report. I cannot confirm the left total hip arthroplasty although it is mentioned in the inquiry summary. I cannot determine the root cause of the patient's pain since very little information is provided. Causes of pain, grinding, clicking and profound weakness causing inability to walk are multifactorial including surgical technique factors, patient bmi and activity level, implant factors, possible loosening, infection, and remote causes such as those neurological or vascular in origin. Based on the information provided above, the patient should undergo a complete workup for the painful joint including x-rays, blood tests, possible aspiration, possible MRI, and possible CT scan. -device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusion: a review of the provided medical records by a clinical consultant indicated: this inquiry concerns a patient who underwent a right total hip arthroplasty in 2015 and a left total hip arthroplasty in 2021 who presented with pain, grinding, clicking and inability to walk. I can confirm that the patient had a right total hip arthroplasty since I was able to review the operation report. I cannot confirm the left total hip arthroplasty although it is mentioned in the inquiry summary. I cannot determine the root cause of the patient's pain since very little information is provided. Causes of pain, grinding, clicking and profound weakness causing inability to walk are multifactorial including surgical technique factors, patient bmi and activity level, implant factors, possible loosening, infection, and remote causes such as those neurological or vascular in origin. Based on the information provided above, the patient should undergo a complete workup for the painful joint including x-rays, blood tests, possible aspiration, possible MRI, and possible CT scan. It is noted that the patient is also inquiring if the device are subject to a recall. Based on the catalog and lot code provided the device reported is not subject to product recall. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened. The following devices were also listed in this report: device name#tridentii tritanium cluster56f ; cat#702-04-56f ; lot#85488401a. Device name#uni adaptor sleeve v40 ti ; cat#6519-t-100 ; lot#86362603. Device name#6.5mm low profile hex screw 20mm ; cat#7030-6520 ; lot#yuc. Device name#6.5mm low profile hex screw 15mm ; cat#7030-6515 ; lot#yjd. Device name#size 5 accolade ii 127 deg ; cat#6721-0535 ; lot#85404335. Device name#delta un.fem hd 40mm r40 16/18 ; cat#6519-1-040 ; lot#87314102. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.